Event description:
Nurse discontinued IV. Nurse was removing the luer lock needle from the primary tubing. The rubber part of primary tubing port remained in the luer lock. The blue ring that holds the rubber part of the port in place came off.